Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a ¿replace sensor¿ error message on the same day of applying the adc device and was unable to obtain readings. As a result, the customer experienced a seizure and a loss of consciousness and was provided oral glucose at home. An ambulance was called and the customer was transported to a hospital where glucagon was administered as a treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.